Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during port catheter insertion, there was alleged swelling and flexing of the tunneling mandrel. It was further reported that the tunneler was unable to be placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there was no evidence found that the failure mode reported in this complaint was caused by the mfg. Process. Investigation summary: the devices returned were a 7 fr macrointroducer with both dilator and sheath. Visual, microscopic, and tactile evaluations were performed. The complaint of tunneler (introducer) damage is confirmed and found specifically to be damage to the dilator tip. The introducer manifested mechanical damage to the tip of the dilator such that the distal orifice was no longer circular. The root cause cannot be determined based upon available information. It is unknown if procedural issues contributed to the reported event; the damage found on the dilator tip and the report of difficulty of insertion are consistent with resistance during insertion, such as from poor insertion technique. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during port catheter insertion, there was alleged swelling and flexing of the tunneling mandrel. It was further reported that the tunneler was unable to be placed. There was no reported patient injury.